Event description:
Per the clinic, the device was explanted (date not reported) due to the patient requiring MRI monitoring for an unrelated medical condition. There are currently no plans to reimplant the patient.